Manufacturer narrative:
Corrections to (lot code). Evaluation revealed the drill, ao, sterile t2 femur ø4,2x340 mm to be the subject product. No further associated products were reported. Review of the device history records revealed no discrepancies. The item returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. The received drill showed traces of use. The drilling spiral of the drill was completely sheared off at the level of approx. 56 mm from the tip. Appearance of the breakage surface, the course of the breakage line as well as the absence of plastic deformation suggested that the drill broke in a sudden manner. It is not unlikely that drilling under misalignment and bending forces in combination with high force application had led to the final breakage of the drill. It cannot be further excluded that the drill returned had been pre-damaged during former surgeries, but the damage should then have been detected during inspection prior to surgery and another device would have been used. In case of intended use such damage would not have occurred. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
It was reported that during an ankle arthrodesis procedure, the drill bit broke off in the patient. Surgeon reported to rep that removing the broken piece would cause the patient harm, and that leaving it in would pose no issues to the patient. Procedure completed successfully with no delay and no adverse affects to patient.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that during an ankle arthrodesis procedure, the drill bit broke off in the patient. Surgeon reported to rep that removing the broken piece would cause the patient harm, and that leaving it in would pose no issues to the patient. Procedure completed successfully with no delay and no adverse affects to patient.